Event description:
It was reported while using bd q-syte luer access split septum leakage occurred during use. There was no report of patient impact. The following information was provided by the initial reporter: the head nurse reported that the q-syte had fluid leakage during use.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using bd q-syte luer access split septum leakage occurred during use. There was no report of patient impact. The following information was provided by the initial reporter: the head nurse reported that the q-syte had fluid leakage during use.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for evalution?: yes. D10: returned to manufacturer on: 09-sep-2022 h6: investigation summary our quality engineer inspected the sample and photograph submitted for evaluation. The photo provided for this incident did not present sufficient evidence to identify or confirm the alleged failure or to establish a definite root cause. Bd received one q-syte in an opened package. Through the initial inspection, no anomalies were observed. The septum on the unit was removed from the body of device to be further inspected for damage. The unit was tested for leakage where a few drops of media could be seeing dripping from the vent hole of the septum. The bottom disk was inspected, and a circular tear could be seen. The tear created a flow path from inside the q-syte into the space between the top body and the septum column allowing leakage to occur through the vent hole. The reported issue was confirmed. This was physical/mechanical evidence to confirm and support a manufacturing process related issue for the reported defect relating to a misalignment. A device history record review showed no non-conformances associated with this issue during the production of this batch.

Manufacturer narrative:
H6: investigation summary: our quality engineer inspected the photograph submitted for evaluation. Bd received one photograph in which no visible leakage or damage to the device was observed. The photo provided for this incident did not present sufficient evidence to identify or confirm the alleged failure or to establish a definite root cause. A device history record review showed no non-conformances associated with this issue during the production of this batch.

Event description:
It was reported while using bd q-syte luer access split septum leakage occurred during use. There was no report of patient impact. The following information was provided by the initial reporter: the head nurse reported that the q-syte had fluid leakage during use.